Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was above 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections and intravenous drip for a while and insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump was under delivering. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin exited at the quick release. Customer states the cannula was not bent. Customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.